Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 16 mg/dl and sensor glucose was 2.8 mg/dl at the time of the event, the difference is outside the acceptable range. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
(B)(4).